Manufacturer narrative:
Unit passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test and force sensor test. The insulin flow blocked alarm, no delivery alarm functions properly during the basic occlusion test and force sensor test. However, unable to verify insulin flow blocked alarm/no delivery alarm during the occlusion test due to missing retainer. Unable to perform the displacement test, occlusion test and dat test due to missing retainer. The test p-cap and reservoir will not lock in place in the reservoir compartment due to missing retainer. Unit uploaded properly using carelink. Unit also had a missing reservoir tube o-ring, scratched case, cracked battery tube threads, cracked case at corner of the belt clip rail, pillowing keypad overlay and cracked keypad overlay at the select button. (B)(4).

Event description:
Information received by medtronic indicated that the retainer ring was came off. Customer also stated that the reservoir was able to lock in place when inserted into pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.